Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results for multiple assays from multiple patients on the cobas e 801 module. Of the data provided for two patient samples, only the results for one patient sample were a reportable malfunction. No units of measure were provided. The initial elecsys tsh assay result was 0.727. The initial elecsys ft4 assay result was 6.35. The initial roche diagnostics cobas elecsys anti-tpo result was 600. These results were reported outside of the laboratory and indicated hyperthyroidism. The physician did not believe the results and the sample was repeated. The repeat tsh result was 3.08. The repeat ft4 result was 1.23. The repeat anti-tpo result was 70.7. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided. There was no procell filter in one of the bottles of procell. The field service representative replaced the filter and found contamination of procell syringes which he decontaminated. The investigation did not identify a product problem. The cause of the event could not be determined. The actions of the field service representative appeared to resolve the issue.